Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error / out of service message during shift check. No further information was provided.

Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective processor board. The archive data was reviewed and contained a system error (132 - internal watchdog timeout) error message. Functional testing of the platform during initial power up revealed a system error 132 error message on the display screen. It was indicated that the processor board was defective. Upon replacement of the processor board with a known good reference processor board, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture with continuous compression and met all required specifications. Additionally, visual inspection of the platform found damage on the top cover wire strands. The autopulse platform is a reusable device and was manufactured in 30 jan 2017. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).